Manufacturer narrative:
No parts have been returned for analysis. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that registration failed. It was noted that during registration some tracer points turn light blue, indicating that the points are inside the 3d model.

Manufacturer narrative:
A software analysis was initiated. No logs were available so analysis was inconclusive. If information is provided in the future, a supplemental report will be issued.